Event description:
It was reported that this right ventricular (rv) lead exhibited rising thresholds and loss of capture (loc). Technical services (ts) suggested following actions. It was noted that further testing will be done. The output was reprogrammed. The lead remains in use. No adverse patient effects were reported.